Event description:
It was reported that there was a problem with the patient programmer. Caller reported not being able to adjust stimulation. Caller reports not being able to make adjustment both with or without antenna attached. The patient met with their physician and the company rep for the event. The device was successfully reprogrammed and their programer was replaced. It was noted that they surgery on (B)(6), 2010 to fix the device problem. They were no longer having problems with their device system.

Manufacturer narrative:
(B)(4).